Manufacturer narrative:
The laboratory investigation shows that a blue/green discoloration of excite f dsc can occur when the product is used with a cement containing benzoyl peroxide. The discoloration is caused by a stabiliser in excite f dsc which is present in the range of 10-50 ppm. The susceptibility to discoloration could be detected only in batch r59595. This batch was produced in august 2012 and has an expiry date january 2015. Retained samples from other batches containing the same bulk liquid were also checked but no discoloration was evident. Retained samples of product made since august 2012 with different batches of bulk liquid were tested and no discoloration was evident. A blue discoloration does not affect the function of excite f dsc and there is no biocompatibility risk. (B)(4) refill packs ((B)(4) applications per refill) with batch r59595 were supplied to customers worldwide. There is no risk to patient health. Excite f dsc is a dual curing adhesive and therefore usually used in clinical situations where the restoration is somewhat opaque. In these cases a possible blue discoloration is not visible and does not affect the aesthetics of the restoration. This also applies in the endodontic indication. A blue discoloration can be noticeable in translucent restorations (e.g. Veneers) in front of the mouth. However even here the aesthetics are only affected when the ceramic is very thin. An additional quality control monitoring has been introduced so that every batch is checked using uv/visual analysis. The possibility of changing the monomer production process to avoid using this stabiliser is being investigated. It has been decided to undertake a field safety corrective action to remove batch r59595 from the market.

Event description:
The dentist had to remove crown that was seated 1 month before due to green/blue discoloration.